Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgical endoscopy, 2021 sages oral; pages 1-5; https://doi.org/10.1007/s00464-021-08963-4. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Patient demographics?

Event description:
It was reported in a journal article with title: outcomes from laparoscopic versus robotic mesh removal after inguinal hernia repair. The study aims to describe and compare the outcomes of laparoscopic versus robotic inguinal mesh removal. From 2011 to 2020, 74 patients who underwent inguinal mesh removal via laparoscopic and robotic approaches were included in the study. There were 24 laparoscopic and 50 robotic operations. Most patients had undergone laparoscopic mesh repair at their index inguinal hernia repair. Meanwhile, 24 patients had originally undergone open repair as their index operation and had preperitoneal components to their repair (e.g., prolene® hernia system (ethicon) and competitor¿s mesh plug, patch, and transinguinal preperitoneal mesh). Complications include foreign body sensation (n=?), meshoma (n=?), systemic reaction to the mesh implant (n=?), neuralgia (n=?), infection (n=?), and hernia recurrence after mesh removal (n=1). In conclusion, both laparoscopic and robotic approaches are viable options for removal of retroperitoneally placed inguinal mesh. Operative time with the laparoscopic approach was significantly shorter than the robotic approach. Patients on average had a significant reduction in their preoperative pain, regardless of the approach.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received from the author via email: the manuscript includes phs meshes that requires removal. As far as I am aware, none of the meshes removed were reported to ethicon. The complications seen were mostly not related to phs specifically but to mesh products in general, including adherence to critical structures. The folding of the posterior leaflet of the phs is a problem we see specific to the phs. Though the folding is likely a technical issue by the surgeon, the design of the mesh is such that it is prone to inappropriate placement, which may be a design flaw that can be improved to reduce patient complications. Patient demographics are outlined in the article.